Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced thrombocytopenia during support. Actions taken to resolve the issue are unknown. Additional information noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation of the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Correction section h6: the health impact code was inadvertently submitted incorrect, as the device cannot conclusively be associated with the outcome (patient's demise). The correct code has been added to this report .